Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 6719 adaptor implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead alerts had triggered for high superior vena cava (svc) and right ventricular (rv) coil impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.